Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-sep-2025, the user reported finding a leaking cartridge during a supply change and replaced it with a functioning one. The agent confirmed the user¿s address and arranged for replacement supplies. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.